Event description:
This spontaneous report was received from a consumer via phone on (B)(6) 2011. The consumer reports that he has used this product for many years without any problems. He normally places his dentures into a cup of water with the product dissolved in it and leaves it overnight. In the morning he rinses them with water, applies fixodent, and puts the dentures into his mouth. On (B)(6) 2011, he did this and left his home for the day. When he returned home in the late afternoon he felt swelling in his throat. He was still able to eat and drink. Within a few more hours he described having difficulty catching his breath. He went to the local emergency room (ER) and was given an injection of benadryl, an unspecified steroid, and pepcid. The first dose of the medications was effective enough for him to be discharged that evening. Caller relates that on (B)(6) 2011 the exact same symptoms developed when he woke. He went to the ER again, and was treated the same and discharged. They diagnosed him in the hospital with an adverse reaction to lisinopril, which he has apparently started recently. He does not feel that his symptoms were related to the efferdent, but his wife asked him to call.